Event description:
Tamponade occurred during a pulmonary vein encircling. The patient was not doing very well during the ablation of the veins. The echocardiogram showed perforation. The event required hospitalization, however the prognosis for the patient is excellent.